Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated for the last 2-3 months the handset was lagging at 90% again. The patient stated they had been clearing the cache but that had not helped. The agent reviewed data and that they needed to clear the data, not the cache. The agent assisted the patient in clearing the data.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software product ID hh9020tdd serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported by the patient that since they updated their pump, it had been taking about 5 minutes to get a bolus. Patient stated it took forever to pick it up and then it would go from 20% to 90% and it waited a while. Patient referenced the handset as the transmitter and referenced clearing data as updating the device. Patient stated since they started clearing data via instructions provided by patient services, they were able to clear cache but not clear data. Agent assisted the patient in clearing the data from the myptm app. Patient able to clear data well without issue. Patient had a bolus available but did not need to bolus during call. When agent was reviewing clear data steps, it appeared that patient was previously trying to clear data out of the myptm app instead of the clear data steps previously provided to the patient.